Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation, the u13 8-bit cmos flash micro-controller and the q1 current-controlling transistor were thermally damaged on the bedside board, and there was liquid contamination on the battery board. The cause for the failure was isolated to the contaminated battery board and the damaged components. The root cause of the damaged components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.